Manufacturer narrative:
H3: product analysis of part # 6440530, lot # 1043441w, visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the thread. The female torx of the screw has not been damaged. This type of damage is consistent with misalignment of the set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, hcp, distributor) regarding a patient having decompress ion and replacement of intervertebral discs at olif l2l3¿l4l5 levels and fixation of 12 voyager screws (6.5x45mm) into the l1¿s1 vertebral bodies under c-arm fluoroscopy. It was reported that after placing the olif cages and the 12 voyager screws, during the process of inserting the rods and locking the inner set screws, due to the prolonged duration of the surgery and challenges during the voyager procedure, 13 locking screws were damaged. There were no patient symptoms reported. There were no further complications reported regarding the event.